Event description:
It was reported that the patient experienced a driveline power fault alarm on (B)(6) 2022 at home and attempted to change the modular cable and system controller prior to reaching out to the ventricular assist device (vad) coordinator, but was unsuccessful. The patient then presented to the emergency department for evaluation. It was noted that there was a significant amount of rescue tape applied to the modular cable. A pump off alarm was noted from when the patient disconnected and reconnected their driveline. Both the modular cable and the controller were exchanged by healthcare providers. Log file review confirmed that the driveline power fault resolved with the system controller swap and there was no interruption in pump support due to the alarm. Related manufacturer's reference number for the exchanged system controller: 2916596-2022-00169.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
The patient did not complete the controller exchange on his own because he panicked and decided to come to the hospital instead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed via log file analysis. The modular cable (lot number: 6492935) was returned for analysis and a log file was submitted and downloaded for review and showed overlapping events spanning approximately 11 days (24dec2021 ¿ 04jan2022, 21jan2022 per timestamp). Events occurring on 21jan2022 were recorded during testing at abbott. Intermittent driveline power fault alarms that were correlated with power a broken were active beginning on 04jan2022 from 01:21:37 ¿ 01:28:01. The driveline was disconnected shortly after on 04jan2022 at 01:27:01 for system controller exchange. The driveline was then reconnected on 04jan2022 at 01:29:58. Shortly after reconnecting the driveline, the driveline power faults, associated with power a broken, activated on 04jan2022 at 01:41:22 and remained active until the driveline was disconnected again on 04jan2022 at 09:55:25 for a system controller exchange. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The returned modular cable (lot number: 6492935) was connected to the returned heartmate 3 system controller (serial number: (B)(6) and a mock loop. Upon connection to the controller a driveline power fault alarm activated. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and failed testing. The modular cable¿s underlying wires were tested for current leakage and none was found. The resistances of each underlying wire were measured, and it was found that all wires fell within their excepted threshold with exception to the brown wire (power a). The brown wire's resistance measurement fluctuated rapidly upon manipulation of the cable at the site of the damage found on the outer jacket of the cable. The cable was stripped to examine the underlying wires and a large kink within the brown wire was found at the site that caused large fluctuations of the wire¿s resistance upon manipulation of the cable. Damage the brown wire (power a) would cause a driveline power fault. The cause for the driveline power faults was due to damage to the driveline¿s underlying wires; however, a root cause for the damage was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 6492935) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.